Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7093734/7093739.

Event description:
It was reported that the patient was experiencing pain the ipg site. It was also noted that the patient had inadequate pain relief despite reprogramming. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components well not be returned.